Event description:
It was reported that doctor changed tibial insert and patella due to instability. Patella was free floating and had sheared from pegs.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were accepted into final stock and conformed to specifications. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. The exact cause of the event could not be determined as no device was returned for inspection and insufficient medical records were provided for review. With the information provided at the time of this investigation, it is believed that the device conforms to all specifications.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that doctor changed tibial insert and patella due to instability. Patella was free floating and had sheared from pegs.